Event description:
It was reported that during unpackaging, a 3.5x28 rx xience xpedition stent delivery system (sds) was removed from its dispenser hoop without resistance and the protective balloon sheath and distal stylet were removed without resistance, however, the distal stylet was noted to be bent prior to use. The sds was advanced via femoral access to a lesion in an unspecified coronary vessel without issue and when the delivery system was inflated, it was noted that the stent was not on the balloon. The sds was withdrawn from the anatomy without issue. It was discovered that the stent had dislodged and was found on the stylet outside of the anatomy. The site believes that the stent dislodged due to the bent stylet. Another rx xience xpedition was unpackaged and used to complete the procedure without issue. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement and stylet bend/kink were confirmed. There were crimp marks visible between the markers of the balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. While review of the lot history record revealed no non-conformances that would have contributed to the reported event, based on an expanded investigation, a product issue related to stent dislodgements occurring prior to use in the patient was noted. Further assessment/investigation of this issue per site operating procedures is currently ongoing. Corrective and preventive actions to address this issue will be conducted as appropriate and the performance of devices will continue to be monitored.